Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) registry during the index procedure, the patient experienced behavioral change, aphasia, dysarthria, reflex change, hemiparesis on the right side and presence of babinski on the right side. The patient was diagnosed with ischemic stroke. A precise pro rx stent and an angioguard rx were used to treat a moderately calcified, severely tortuous ostium of the left internal carotid artery with a 90% stenosis. The onset of the symptoms was sudden, started after the stent was deployed and recovery was unknown. Angiography showed that the filter basket was full of debris and macroscopic debris was noted in the basket when it was retrieved. The patient was discharged to rehab for ot, pt, speech therapy and skilled nursing. The patient medical history includes arrhythmia, smoking, diabetes mellitus and hypertension. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15592177 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). Per (B)(4) report (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10131808 (cordis lot 70512447). (B)(4). The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00518. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device review result: (B)(4). Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) registry during index procedure, the patient experienced behavioral change, aphasia, dysarthria, reflex change, hemiparesis on the right side and presence of babinski on the right side. During the index procedure a precise pro rx stent and an angioguard rx were used to treat a moderate calcified and severe tortuous left internal carotid ostium with a 90% stenosis. The lesion length was 25 mm. The onset of the symptoms was sudden and recovery was unknown. The symptoms started after the stent was deployed, follow up angiography showed full basket syndrome. Macroscopic debris was noted when the distal protection device was retrieved. A CT scan of the brain was performed that showed the lesion on the left side of the brain. The patient was diagnosed with ischemic stroke. The patient was treated with lovenox. At discharge, the patient went to rehab for ot, pt, speech therapy and skilled nursing rehab. She had behavioral changes, aphasia, dysarthria, reflex changes and total right side hemiparesis. Product will not be returned for analysis.